Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 132mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Insulin pump had a cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.